Manufacturer narrative:
Philips has investigated this complaint. The philips field service engineer (fse) inspected the system onsite and confirmed that the system does not boot up completely. Analysis of the system log file showed that during a system startup, the logging stops unexpectedly, which indicates an issue with the suite pc. Upon troubleshooting, fse found that the power supply module in suite pc failed, preventing suite pc from booting up. To resolve the issue, fse replaced the suite pc and restored system backup. The defective smart suite pc was returned to philips for failure analysis, and the cause of the failure was confirmed to be a power supply unit (psu) failure. After the replacement of the suite pc, the system was returned to good working condition. The codes were updated based on the investigation outcome.

Event description:
It was reported to philips that the system does not power on completely. The device was outside of clinical use at the time of the reported event. No harm was reported to philips. Philips has started an investigation of this complaint.